Event description:
Orthopedic surgeon was removing pain pump catheter from pt's shoulder when catheter broke off in joint. It appeared that approx 2" of catheter was left in the joint. Pt stated in ambulatory surgery was scheduled for removal of the foreign body. Four days later the catheter piece was removed arthroscopically from the shoulder joint.